Event description:
On (B)(6) 2009, the patient reported he has to go through the fill cartridge process several times before he can remove the air bubbles in the insulin cartridge of his infusion device. He said he is always able to remove the bubbles before placing the cartridge in his device. He stated he uses room temperature insulin to fill his cartridges. A request for additional training was submitted. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.